Manufacturer narrative:
A field service engineer (fse) contacted customer via phone. The customer explained error 2163 c. Transfer cup not released was already resolved. The customer identified, via visual inspection, a test cup had fallen by the waste chute blocking the c. Trans assembly to move into the right position. The customer removed the test cup that had fallen by the waste chute and resolved the obstruction causing the error to reoccur. Customer validated the analyzer by performing quality control (qc) run without error and within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11318802. There were no similar complaints identified during the searched period. The aia-900 operators manual under section 12 flags and error messages stats the following: [2163] c. Transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. [4153] c. Trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probably cause of the reported event was due to a fallen test cup blocking the c. Trans assembly.

Event description:
A customer reported getting error message "4153 c transfer z home overrun" on the aia-900 analyzer. Technical support specialist (tss) instructed customer to reboot the analyzer which cleared the 4153 c transfer z home overrun error. Customer ran samples again and reported getting error message "2163 cup transfer cup released". The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and prolactin (prl) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.